Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per complaint details, the ¿complications¿ data presented in the literature review article refers to 4 trochanteric fractures which occurred within the 7 year follow-up. Responses to the requested clinical documentation had not been received as of the date of this investigation; therefore, the root cause and the patient impact beyond that which is documented in the article could not be confirmed. No further medical assessment is warranted at this time. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was documented on the paper that the tr3¿ biolox delta ceramic acetabular system (smith & nephew) was applied to 175 patient, trochanteric fractures reported. It is unknown how this complication was treated. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.